Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3700989.

Event description:
It was reported that the physician found a fractured lead in the patient during an ipg replacement surgery (met longevity) on (B)(6) 2023. As a result, the fractured lead was explanted and replaced on (B)(6) 2023 to address the issue. Investigation was unable to determine which of the leads was fractured.